Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced an acromial fracture (type 1). As a result, approximately 2 years after initial replacement, the patient underwent an open reduction with fixation to the right shoulder. Patient finished post-op physical therapy and will continue to follow in clinic. No further impact to the patient was reported. No further information available.

Manufacturer narrative:
D10: 300-30-06 - equinoxe preserve stem 6mm. 320-36-00 - 36mm humeral liner +0 unconstrained. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-31-36 - glenosphere, 36mm. 320-35-01 - small glenoid plate. 320-15-05 - eq rev locking screw. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.